Manufacturer narrative:
It was initially reported in the medwatch 3009185973-2021-00111 that the surgery was aborted due to the battery issue. However, additionnal information from the reporter was provided and determined that the surgery was not aborted but cancelled. This means that the patient was not involved in this event, no anesthesia was provided nor other medical care preparing the surgery. Therefore, this event did not have any impact on the patient and the complaint will be reassessed as not reportable.

Event description:
Communication failure with robot. As the communication error occurred, the field service engineer tried to change the batteries of robot, but found the controller battery was out of order and immediately replaced the old battery. After that when the robot was connected with rt tool box, origin data input were different and it was tried to reload the saved orgin data input, it started working but robot moving in opposite direction.

Manufacturer narrative:
UDI# : not applicable. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Communication failure with robot. As the communication error occurred, the field service engineer tried to change the batteries of robot, but found the controller battery was out of order and immediately replaced the old battery. After that when the robot was connected with rt tool box, origin data input were different and it was tried to reload the saved orgin data input, it started working but robot moving in opposite direction.